Manufacturer narrative:
(B)(4) device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the serious/ highly tortuous and serious/ highly calcified left iliac artery. An 8.0 x 40, 135cm mustang¿ balloon catheter was selected for use and advanced to predilate the target lesion. Upon an unspecified number of inflation, the balloon ruptured at 8 atmospheres. The device was removed without any segment of the balloon detached/ remained inside the patient and the procedure was completed with a another of the same device. No patient complications were reported and the patient's status was stable.